Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during preparation, it was found that the shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.